Event description:
It was reported, female underwent right hip replacement in 1996. The patient noted more and more pain as well as leg length discrepancy with the right leg being shorter than the left and most of the pain over the thigh. Per x-rays of patient's pelvis reveals the stem of the right hip appears to be very minimally cemented and this migrated distally down the shaft where the tip of the prosthesis was toggling within the shaft itself and causing remodeling of the cortical bone. The patient underwent revision right total hip arthroplasty with bone grafting.

Manufacturer narrative:
No evaluation will be performed. Device not returned. If additional information or device becomes available it will be reported on a supplemental report.